Event description:
The customer reported the system went blank during a case and needed to be rebooted twice. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch cabling was adjusted. The system was then found to be operating as intended.